Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange on 15jun2023 was confirmed via review of the submitted log files from hsc-125470. The submitted event log file contained approximately 14 days of patient use (15jun2023 to 29jun2023 per timestamp). The driveline was first connected to this controller at 11:43 on 15jun2023. Multiple attempts were made to obtain the serial number of the controller that was in use prior to this date as well as the reason for the controller being exchanged; however no additional details were provided. No products were returned for evaluation, and the root cause of the equipment exchange could not be conclusively determined through this analysis. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the heartmate 3 system controller were not able to be reviewed, as the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of the submitted log files revealed a controller exchange on 15jun2023. No additional information was provided.